Event description:
Subsequent to the initial report filing, additional information was received stating that an rx promus 2.5 x 18 mm stent was implanted in the first obtuse marginal branch. The final patient outcome was that the patient was reported to be stable and the symptoms were resolved.

Event description:
It was reported that the patient had an unspecified promus stent implanted on (B)(6) 2009. On (B)(6) 2012, the patient experienced neurological deficits affecting the left arm, left leg and left side of the face. These neurological deficits were reported to have lasted longer than twenty four hours and a stroke was suspected. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of cerebrovascular accident (stroke) is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.